Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was a lead dislodgement, and the helix would not extend/retract smoothly. The lead was removed from the body, visually inspected, and found to be free of tissue. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.